Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Customer stated they would change the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Customer changed cartridge to address the issue. The customer's blood glucose level was 120 - 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.